Event description:
It was reported that (1) device was used during a laparoscopic splenectomy. It was reported by the rep that the tsw45 instrument was used to transect the hilum of the spleen. The 1st vascular cartridge was fired and there was significant bleeding across the staple line. Another physician grabbed the bleeding while the surgeon fired a second reload cartridge just below the first cartridge area (both times the surgeon waited 10 seconds to fire). This time the bleeding was in a stream with two of them from the staple line. The surgeon in both instances had the cartridge seated correctly, used the proper amount of tissue and fired the instrument correctly. The bleeding was controlled with slips. There was no consequence to the pt.